Event description:
It was reported that during set up, after opening the package, it was found that the aseptic packaging of the super multivac wand was not sealed properly, and the edge was curled. The doctors and nurses doubted the aseptic performance and chose not to use it. A back-up device was available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No signs of reprocessing. No visual issues. No packaging was returned to physically inspect. A functional evaluation was performed on the returned device and found that the device plugged into the controller and registered settings (1,7). The wand was able to generate plasma as normal. The resistance measured at 0.90 kilo ohms. An analysis of the customer provided image found the device partially in frame. The pouch is separated from the carrier paper. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the operator should inspect the sealed packages for the quality of the seals. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Additional factors include a potential package damage due to improper storage, handling, transport, or user mishandling. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information: b5, e1, e2, e3.

Event description:
It was reported that during set up, after opening the package, it was found that the aseptic packaging of the super multivac wand was not sealed properly, and the edge was curled. The doctors and nurses doubted the aseptic performance and chose not to use it. The unit wrapped in a plastic seal. A back-up device was available, and no delay was reported. There was no patient involvement.